Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occured. The 90% stenosis target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery (lad). A 1.50mmx12mm emerge balloon catheter was advanced for dilation. However, during the 2nd inflation at 14 atmosphere for 20 seconds, the balloon ruptured. The procedure was completed with a 1.5x15mm non-bsc device. No patient complications were reported.